Event description:
It was reported to philips that the flexvision pc intermittently lost connection with the host pc on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Follow-up work scheduled; disk replacement recommended. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).